Manufacturer narrative:
. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000152570. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient trial leads had migrated with the original trial and explanted the same month. As such patient underwent second trial to implant, and the anchor buried the lead. Second trial also failed and there is no product implanted.